Event description:
It was reported that there was a problem with arctic sun device pump. In evaluation findings it was reported that the circulation and mixing pump need to be replaced (1800 working hours) as a part of preventive maintenance. Per follow up information received via mail on 13mar2024, according to smax circulation and mixing pump need to be replaced (1800 working hours), calibration, functional checks, electrical safety test were performed. There was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed circulation pump. Inadequate flow. Replaced circulation pump. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a problem with arctic sun device pump. In evaluation findings it was reported that the circulation and mixing pump need to be replaced (1800 working hours) as a part of preventive maintenance.